Manufacturer narrative:
The console (aic) was returned for evaluation. Upon evaluation of the console, the reported issue was reproduced. After opening the console, it was determined that a loose screw was located on top of the power battery board (pbm), shorting its electronics. Unfortunately, removing the screw did not resolve the issue as the pbm assembly already sustained electrical damage. Therefore, a replacement pbm, battery set, and pbm bracket were applied and a functional check; as well as an electrical safety test was performed on the console. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure alarm. When plugging in the console to ac power battery the percentage goes to fifty percent and the fuse for battery number 2 isn't visible. When unplugging the console battery, the percentage goes to one hundred percent, but battery failure alarm keeps going off. No indication of patient involvement, harm, or injury.